Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency. The reported perforation is a known adverse event listed in the rx vision instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the vessel diameter was 2.5 - 3.0 mm and 12 mm in length with moderate tortuosity and heavy calcification. Pre-dilatation was performed using a 2.5 x 10 mm non-abbott balloon catheter at 10 atmospheres (atm). The 3.0 x 12 mm vision stent was implanted at 9 atm. During post dilatation of the deployed stent using the stent delivery balloon at 12 atm, it was noted that the distal edge of the stent implant was protruding from the vessel wall, resulting in a perforation. Hemostasis was achieved by deploying a 3.0 x 19 mm graftmaster. The vessel diameter was examined afterwards using an intra-vascular ultrasound (ivus) catheter. This confirmed that the vessel diameter of the area where the proximal part of the stent implant was located was 3.0 mm, while the vessel diameter of the area where the distal part of the stent was located was 2.5 mm. Before the procedure the medical staff were undecided between a 3.0 mm stent or a 2.5 mm stent. After ivus examination, the staff noted that the distal area had been over-dilated and the stent selection was not correct. No further patient effects were reported. No additional information was provided.